Manufacturer narrative:
The doctor reported that the implant was removed due to a fracture, and that the implant failed to osseointegrate. No additional patient complications were reported. The implant was returned to the manufacturer for evaluation. In the event that new or additional information is received from the investigation of the items, a follow-up report will be sent. The manufacturer's trend analysis shows that implant fracture is a low rate adverse event, which is common for endosseous dental implants in clinical use.

Event description:
Dental implant failure.